Event description:
It was reported that a cadd-prizm® vip pump "failed accuracy" by +6.80%. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found no evidence of an issue. Delivery accuracy testing was performed and was unable to replicate the over delivery issue, but instead found the pump under delivered. It was unknown was the cause of the issue was. Based on the evidence, a root cause was unable to be confirmed.